Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would crash on occasion. The hard drive was reconfigured, and the software was reloaded. The out-of-specification link electronic module (lem) assembly was replaced and re-calibrated, and the broken power cord bay was replaced. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer would crash on occasion, which would cause the programmer to re-boot continuously. The programmer has been returned for repair, and it was requested that the latest software be uploaded. No patient complications have been reported as a result of this event.